Manufacturer narrative:
Additional information: it was reported that tech services was onsite (B)(6) 2017 for a driveline repair. The entire portion of the external driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and no alarms occurred. Patient was discharged home. The report of pump stoppage events was confirmed through the analysis of a submitted data system controller log file. The log file contained approximately 19 days of data (dated 1jul2017 - 20jul2017, according to the timestamp). On july 1st, 4th, 5th, 6th and 11th the log file captured multiple drops in pump speed below the low speed limit along with multiple pump stop events (6 pump stoppage events captured in the log file). The pump stoppage events appeared to last between 2 and 3 seconds each and occurred only on power module support. No atypical drops in pump speed were captured when the system was supported by batteries. Although the root cause of the events captured in the log files could not be conclusively determined, based on previously documented events, the events appeared consistent with potential driveline wire compromise. A distal end driveline repair was performed on (B)(6) 2017 and the replaced portion of the driveline was returned in a segment measuring approximately 19 inches. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. The root cause of the reported events could not be conclusively determined nor correlated to the returned portion of the driveline. Per reported information, the patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was discharged after the repair. Reports of similar events will continue to be tracked and monitored. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 11 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was seen in the clinic on (B)(6) 2017. It was observed on system controller history interrogation that there were multiple pump stoppage events. The manufacturer¿s technical services reported that the log file revealed several pump stoppage events. These issues only appear to have occurred while the vad was connected to the power module. The patient was instructed to keep the vad connected to battery power and ungrounded power module patient cable until further investigation was completed. X-rays performed indicated a potential shield breakdown and appears to be close to the exit site. The patient remained asymptomatic. The patient is scheduled to undergo an external distal end percutaneous lead (driveline) replacement on (B)(6) 2017. No additional information provided.